Manufacturer narrative:
This report is submitted on december 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced granulation, swelling and an infection and subsequently underwent skin revision on (B)(6) 2018 and was administered oral antibiotics at three occasions: initially on (B)(6) 2018 and then for two consecutive three week periods in (B)(6) 2018.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019. The patient was not reimplanted with a new device during the same surgery. This report is submitted on april 3, 2019.

Manufacturer narrative:
This report is filed on june 04, 2019.